Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The red level sensor was replaced with a new alert (yellow) one. Preventative maintenance was completed and the system operated to manufacturer's specifications and was returned to clinical use. The suspect level sensor was returned to the manufacturer.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the ultrasonic level sensor failed testing on the test fixture, giving a disconnect message. The ultrasonic level sensor surface was concave wherein it should be flat. In addition, the red alarm sensor was located in the yellow alert location. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). During laboratory analysis, the product surveillance technician (pst) observed the level sensor surface to be concave and ¿not attached¿ alarms were created when the level sensor was connected to a system 1 simulator. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.